Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had an x-ray of their hip this week and wanted to make sure their therapy was turned on. Patient said they are on so many medications and one of them was making them anxious, so they don't know if the therapy was working or not. Patient stated that recently their urgency has gotten worse. Patient services walked patient through checking their settings and they were on program 1 at 0.0ma. Patient increased stim to 0.1ma, but they were not able to increase stim any higher because they received an upper limits message. Agent reviewed meaning of message. The patient was redirected to their health care provider to further address the issue. Patient reported that they were suppose to schedule an appointment in october to have their implant replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.